Manufacturer narrative:
G4: 01jul2020 b4: (B)(6)2020 information was received that the power management board and battery were replaced by the service engineer (se) to address the reported issue and the unit was return to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 06may2020. B4: 21may2020. The customer reported that they are going to hold off on repairing this unit until a technician can come on site and evaluate their other units at one time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30mar2020.

Event description:
It was reported that the unit declared a battery failure and the battery would not charge. The customer also reported that battery voltage was 10.92 volts of direct current. The unit was being set up for patient use; however, there was no direct patient involvement. The prospective patient was placed on an alternate vent.